Event description:
During a robotic procedure on (B)(6) 2023, the robotic small grasping retractor was reported to "get error message" when trying to use. A new small grasper was opened to complete the case and the faulty instrument was tagged and sent down to spd(sterile processing dept) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.